Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50-59 mg/dl) due to not eating enough. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, additional information was not received.